Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a yeast infection that was oozing underneath her breasts and a rash on her back while in a nursing facility. The patient was prescribed an anti-fungal cream for the infection and hydrocortisone for the irritation on her back. At follow-up the patient's irritation had not yet healed.